Manufacturer narrative:
The zero degree endoscope has been returned and evaluated by the failure analysis team. The reported issue of non-intuitive motion was confirmed but not replicated. The endoscope was working properly. Good images were noted in both eyes. Related errors were found in the system log, but no errors were noted during testing. The zero degree endoscope (part# 470056-08/ lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 1973 uses remaining. This complaint is a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the zero degree endoscope had non-intuitive motion. A spare scope was used and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.